Event description:
It was reported to philips that the system did not emit x-rays. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a neurovascular diagnosis procedure, and the procedure was completed by moving the patient to a different room. The philips remote service engineer (rse) examined the system remotely and confirmed that the system did not emit x-rays. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found that the wired footswitch was not working and needs a replacement. The defective wired foot switch was returned for analysis, and it showed that the cable was defective. To resolve the issue, the fse replaced the wired footswitch. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.